Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided by the patient's mother that after the receiver had an intermittent audio output , she found her son semi-conscious, suffering from a seizure. He was sweating and drooling when she found him. She had looked at the receiver and the data points appeared to be around the 50 mark on the graph. She took a finger stick and it read 67. She gave the patient glucose gel and then she and her husband took patient to the hospital. While at the hospital, patient's glucose level went back to the patient's normal range patient was only treated with an IV. The patient was released the same day. No additional event or patient information is available. The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent audio output. No additional patient or event information is available. It was reported that an adult patient was using a receiver approved only for pediatric. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.